Manufacturer narrative:
A sample was not available for this reported event. The 3m quality engineer reported the manufacturing build records of the film (extruding and coating) and the final dressing (converting) were reviewed for tegaderm 1655ns, lot # 2021-09 xo. All in-process test results were within specification requirements. Complaint history was reviewed for 1655ns over the last 24 months (march 11 2015 to march 11 2017). There are no additional complaints for tegaderm 1655ns, lot # 2021-09 xo.

Event description:
Customer reported a female patient was receiving antibiotics through a PICC line. A 1655ns tegaderm dressing reportedly covered the site. Customer reported the patient experienced a reaction (redness, rash and weeping blisters). The skin preparation was discontinued and a different dressing (unspecified type) was tried but the reaction did not resolve. The reaction reportedly continued to progress and the PICC line was removed due to the patient's skin condition. The patient was instructed to take otc benadryl and clartin for treatment. A new PICC line was not inserted. The remaining two weeks of antibiotic infusion were given via a peripheral IV. The reaction was reportedly healing two weeks later when the treatment was finished.